Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement computer shipped to site 04/14/2017. Medtronic investigation of returned suspect computer finds that the system has passed all required testing. Device found to be fully functional. No fault found. On 04/14/2017 a medtronic representative, following-up at the site, reported error messages displayed, however, status did not change after unplugging emitter. Changed axiem usb from back of the computer did not change the status. Re-seat io hub usb for both end and switch to the different usb and resolved issue. On 04/17/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system axiem was not communicating properly. When the site plugged in the non-invasive patient tracker (nipt) to the axiem box, the axiem box communication was unexpectedly disabled. In trouble-shooting, the site re-booted the navigation system twice and then communication was re-established. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.